Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have an infection in their stomach. The patient stated they recently had surgery for their pd catheter (not a fresenius product) and was not sure if that was the cause of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This patient presented to the pd clinic with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2gm and ip ceftazidime 2gm (frequency and duration unknown). The patient¿s culture resulted positive for mycobacterium tuberculosis and the white cell count was 453 (unknown units). The peritonitis is suspected to be secondary to a previous exit site infection diagnosed a month earlier. The patient was utilizing the liberty select cycler for treatment prior to the peritonitis event and continued to complete pd therapy during recovery. It was reported during followup that the patient was experiencing abdominal pain on the weekend of (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information: b5 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Correction: d10.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have an infection in their stomach. The patient stated they recently had surgery for their pd catheter (not a fresenius product) and was not sure if that was the cause of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This patient presented to the pd clinic with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2gm and ip ceftazidime 2gm (frequency and duration unknown). The patient¿s culture resulted positive for mycobacterium tuberculosis and the white cell count was 453 (unknown units). The peritonitis is suspected to be secondary to a previous exit site infection diagnosed a month earlier. The patient was utilizing the liberty select cycler for treatment prior to the peritonitis event and continued to complete pd therapy during recovery. It was reported during followup that the patient was experiencing abdominal pain on the weekend of (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have an infection in their stomach. The patient stated they recently had surgery for their pd catheter (not a fresenius product) and was not sure if that was the cause of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This patient presented to the pd clinic with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2gm and ip ceftazidime 2gm (frequency and duration unknown). The patient¿s culture resulted positive for mycobacterium tuberculosis and the white cell count was 453 (unknown units). The peritonitis is suspected to be secondary to a previous exit site infection diagnosed a month earlier. The patient was utilizing the liberty select cycler for treatment prior to the peritonitis event and continued to complete pd therapy during recovery. It was reported during followup that the patient was experiencing abdominal pain on the weekend of (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical investigation: the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of mycobacterium tuberculosis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the peritonitis is suspected to be secondary to a prior exit site infection diagnosed the month before the peritonitis. Risk factors for developing tuberculosis peritonitis are diabetes in which this patient has type ii, and being immunosuppressed as are all patients with end stage renal disease. Exit site infections increase a patient¿s risk for peritonitis from the same micro-organism. Based on the available information and no allegation or evidence of a product defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s mycobacterium tuberculosis peritonitis. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have an infection in their stomach. The patient stated they recently had surgery for their pd catheter (not a fresenius product) and was not sure if that was the cause of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This patient presented to the pd clinic with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2gm and ip ceftazidime 2gm (frequency and duration unknown). The patient¿s culture resulted positive for mycobacterium tuberculosis and the white cell count was 453 (unknown units). The peritonitis is suspected to be secondary to a previous exit site infection diagnosed a month earlier. The patient was utilizing the liberty select cycler for treatment prior to the peritonitis event and continued to complete pd therapy during recovery.